Manufacturer narrative:
The ICD and lead fragments were returned for analysis. The ICD memory content and therapy capabilities were subjected to extensive analysis. Interfering signals were detected in the atrial and the far-field channels in the available iegms. In addition, an increase in ventricular pacing impedance was documented. The ICD proved to be fully functional during the analysis. During the lead inspection, multiple signs of wear along the fragments were detected. In the distal portion of the fragment in particular, insulation was damaged due to friction. This damage is highly likely the cause of the clinical complaint. The damage observed suggests a heavy mechanical load on the lead in the implanted state. Reasons for an elevated level of stress cannot be fully clarified without any x-ray images, diagnostic imaging of another sort, or additional patient information. An aggregation of various influencing factors should be considered. Among these is a high level of lead ingrowth in the distal region and the formation of fibrosis at the point of contact with the myocardium. An unfavorable lead implantation site is also a known influencing factor. In addition, individual anatomy and any increased patient physical activity, particularly any involving the upper body, could play a role. The ICD and lead production processes were checked. No irregularities were found. All production steps were correctly executed. In summary: there was no indication of a materials defect or a manufacturing defect.

Event description:
It was reported that oversensing in the right ventricle and atrium was observed approximately 86 months after implantation. The stimulation impedance was high, 2226 ohms. The lead was explanted and replaced. ICD was also replaced during the revision.